Event description:
It was reported by a customer that on (B)(6) 2011, the fiber forward fired at 1,785 joules. Add'l info reported by the customer was the fiber beam was normal at the start of the procedure. The beam was visible. There were no error codes that were displayed on the console when the event occurred. The pt did not experience any harm as a result of the vent. The user did not experience any injuries from use of the system.